Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exhaustion and overall lethargy approximately seven weeks after the implant of a leadless implantable pulse generator (ipg). It was further reported that the leadless ipg could not maintain atrioventricular synchrony. Atrioventricular disassociation remained unresolved after multiple reprogramming attempts. The leadless ipg was explanted and replaced by a transvenous ipg system. No further patient complications have been reported as a result of this event.